Event description:
Reported due to pt death. The physician successfully placed a xact stent in the left internal carotid artery (lica). The access was via the right femoral artery. It was reproted that successfully opening of ninety-five (95%) percent recurrent stenosis of the left internal carotid was achieved. The pt was neurologically and hemodynamically intact immedialtely after the procedure. She was transferred to the "holding area," where she was observed for approximately two hours. As the staff was preparing to transfer the pt to the floor, she became somewhat agitated and then less responsive and hypertensive, and she began to ahve focal neurological deficits with difficulty speaking and right arm and leg weakness." An emergent computerized tomography (CT) scan was performed which revealed an acute hemorrhage into left hemisphere. The pt's activated clotting time (act) was "normal" at that point and she was transferred to the neurologic intensive care unit (ICU). In the ICU, the pt was noted to have "aspeic episodes" and the pt "appeared to be herniating in her brain the pt was emergently intubated and a neuro consult was done. It was also noted that the pt was hypertensive and her heart rate was gone into the one eighty (180) range. Unk medications were administered to manage both the pt's blood pressure and heart rate. The pt's pupils were also noted to be fixed. And dilated. The pt had no deep tendon reflexes, no gag reflex at this point. The pt had no doll's eyes, no papillary response and was given a "poor prognosis." The pt's family decided to make the pt "comfort care only with no CPR. At 2320 in 2006. The pt's brain flow studies revealed: no flow to the brain and the pt was declared brain dead.